Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone number: device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system continu-flo solution sets would not flow. The reporter stated that they could not push medication in the first y of the proximal tube which causes a constant stop of an unspecified pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to f10/h6: component codes: replace g04034 with g04135. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.